Event description:
It was reported that the procedure was to treat the left upper fistula. The 6x60 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once to 6 atmospheres and ruptured. The 2x80 mm armada 35 pta catheter ruptured during an inflation to 10 atmospheres. There was resistance during withdrawal and some force was applied and the balloon separated from the rest of the device. The patient was sent to surgery for removal. The patient was hospitalized additional time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.